Event description:
The pt was unconscious and spouse checked pt blood glucose on the suspect device and the reading was 82 mg/dl. Paramedicas were also called and they checked pt's glucose at 44 mg/dl when they arrived. They were taken to the hosp and treated with a glucose IV and given glucagon under their tongue. Level 1 glucose control was used on the system and the control was within range. The suspect device was replaced with new product, and then authorized for return to the manufacturer for evaluation.